Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformacnes during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient experienced a fluid leak during treatment. The pd nurse stated the fluid leaked from the blue pin. The set was not made available for evaluation. During follow up, the pd nurse stated the patient did not have any signs of infection. He was not prescribed any antibiotics.